Event description:
It was reported that during a tibial angioplasty treatment procedure, guidewire entrapment encountered. The target lesion was located in the moderately calcified and mildly tortuous posterior tibial. A 300 cm journey guide wire was advanced to the target lesion. A non-bsc balloon catheter was then selected and advanced over the guide wire at the target lesion. The physician deflated the balloon and during removal, the balloon catheter and the guide wire became stuck together. The catheter and the guide wire were removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).